Manufacturer narrative:
G4, b3, d4: UDI unknown. One device was received for evaluation. Visual inspection found no physical damage to the device. Functional testing was performed. Upon testing, the reported problem was duplicated. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was not recognizing a cassette. There was unknown patient involvement.